Event description:
It was reported, the patient has a history of IV drug abuse and according to the surgeon, the patient's perfectly intact sjm valve was infected requiring re-operation. The valve was replaced with a 31mj-501 sjm.